Event description:
Boston scientific crm received information via a latitude red alert that this right ventricular (rv) lead displayed a shock impedance measurement of less than 20 ohms. The patient was brought into the clinic for follow up. The local field representative (fr) indicated that, while the following physician was present, twenty-five impedance checks were performed. All impedance checks resulted in measurements that were normal. The physician decided to continue to monitor the patient via latitude. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
As of today, no additional information has been received. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.